Event description:
It was reported that clinicians have noticed devices with broken sears. This was observed by bd representatives during site visit. There was no information on patient involvement. Although requested, no further information was known by the customer.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.